Event description:
It was reported that during a remote follow up, myopotential oversensing resulting in inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. The device was reprogrammed to address the event, however, additional myopotential oversensing was noted. Abbott technical support was contacted, however, no additional intervention has been performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the myopotential oversensing event was sensed by the device, leading to inappropriate automatic mode switch (ams).

Event description:
Additional information was received indicating the physician suspected the myopotential oversensing was due to right atrial (ra) lead damage, however, diagnostic imaging was performed and no anomalies were observed. No additional intervention has been performed. The patient was in stable condition and will continue to be monitored.